Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed noise when the patient was using a CPAP mask. Boston scientific technical services (ts) discussed it appeared more like device movement noise. The patient had lost weight and the device was more prominent. Ts suggested to evaluate pocket for device movement. Three months later there were untreated episodes due to oversensing noise. Review found that there was similar artifact to what occurred previously. The patient was seen at a different clinic and reprogramming occurred. The s-ICD remains in service and no adverse patient effects were reported.